Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch and received with medtronic balloon. The wire was inspected and it has the body kinked in the middle of the device. Also, part of the polymer section is detached in the distal section exposing the core wire. The distal tip end was returned kinked. Overall length was within specification. Polymer tip detached length of approximately 2.41. The outer diameter of the polymer section of the distal tip end, middle if the device and proximal section are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the tibial artery. During procedure, a 300cm, 8cm poly tip v-18 control wire broke inside the balloon. The device was completely removed from the patient's body. The lesion was rewired with a different guide wire and the procedure was completed with a different balloon. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the tibial artery. During procedure, a 300cm, 8cm poly tip v-18¿ control wire¿ broke inside the balloon. The device was completely removed from the patient's body. The lesion was rewired with a different guide wire and the procedure was completed with a different balloon. No patient complications were reported and the patient's status was okay.